Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving low scan 50 mg/dl on the sensor when compared to a laboratory result of 290 mg/dl. The results were plotted on a parkes error grid and fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced unspecified hyperglycemic symptoms and was seen by a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving low scan 50 mg/dl on the sensor when compared to a laboratory result of 290 mg/dl. The results were plotted on a parkes error grid and fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced unspecified hyperglycemic symptoms and was seen by a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report. (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail indicating sensor tail was properly inserted. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications. An extended investigation was also conducted. Performed a source measure unit (smu) test which indicated no accuracy issues with the sensor. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The sensor passed functionality testing which indicates that the errors observed did not have an impact on the sensor's functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.